Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blood glucose of 360 mg/dl. Customer stated that they thinks that her pump was under delivering. Troubleshooting for high blood glucose advise customer she made to need to change out set insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Pump passed the delivery accuracy test. Unit received with cracked retainer, minor scratched display window, cracked keypad overlay at select button, keypad overlay texture damage and scratched case.